Manufacturer narrative:
Additional information has been requested. Subject device has not been removed. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history record review could not be completed. This product was the subject of a medical device recall; however, the information does not reasonably suggest association with this event.

Event description:
Patient status post n-hance rod implant from l3 to s1 returned to surgeon complaining of radiating low back pain. An x-ray showed what appeared to be one broken rod at l3 - l4 with the screws intact. The surgeon canceled the removal and is monitoring the patient.